Event description:
It was reported that during a lap chole procedure, the clip was slow to feed, and then sideways feed or the clip spit out. Another device was used to complete the case. No pt consequence was reported.

Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.